Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, when she pulled on the string, the whole thing popped out. This report had no adverse event and the action taken with the device was unknown. Complaint met the requirements of the device malfunction decision tree in (B)(4) and would be forwarded to medical safety for a reportability assessment. This report was considered as reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.